Manufacturer narrative:
This report is being filed on an international product list 06c36, that has a similar us product distributed in the us, list 04p53, and PMA/510k/bla of p110029. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in house testing of a retained reagent kit lot 62182fz00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for architect hbsag assay list number did not identify an increase in complaints related to the complaint issue. Additionally, the similar complaint lot search did not identify an increase in complaint activity for the issue. Labeling was reviewed and adequately addresses the current issue. Device history review did not identify any non-conformances, potential nonconformances or deviations with the complaint list number and complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 62182fz00. All specifications were met indicating that the lot is performing acceptably. The customer obtained hbsag values of 0.04 iu/ml, are close to the assay cut-off value of = 0.05 iu/ml, therefore hbsag may be present in this sample at low concentrations around the assay cutoff. Customer support explained to the customer the possibility of occult hbv infection and recommended that the patient undergo hbv genotyping. This could potentially be a case of occult hbv infection which is a known phenomenon and is diagnosed when a hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tail end of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. Product labeling documents information in relation to the presence of hbsag mutations which may lead to false negative results in some hbsag assays. If the hbsag results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. In this case, the patient was also tested for anti-hbs, hbeag, anti-hbe and anti-hbc. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The account observed false negative architect hbsag result on a patient (48-year-old male) that tested hbv dna positive. On (B)(6)2024, the patient tested architect hbsag negative (0.04, 0.04 iu/ml), autobio chemiluminescence platform negative, colloidal gold platform negative but hbv dna positive. The patient's test results provided: abbott method (B)(6)2020, hbsag 7654.55 iu/ml reactive, anti-hbs 0.40 miu/ml nonreactive, hbeag 543.116 s/co reactive, anti-hbe 29.94 s/co (>1.00 s/co) nonreactive, anti-hbc 11.43 s/co reactive, hbv dna 6.74×10^6 (reference range: <1000 iu/ml). Abbott method (B)(6)2024, hbsag 0.04/0.04 iu/ml nonreactive, anti-hbs 36.64 miu/ml reactive, hbeag 14.84/14.258 s/co reactive, anti-hbe 1.05 s/co (>1.00 s/co) nonreactive, anti-hbc 7.1 s/co reactive, hbv dna 8.3×10^3 (reference range: <1000). Autobio method (B)(6)2024: hbsag: negative, anti-hbs: positive, hbeag: positive, anti-hbe: positive, anti-hbc: positive. Sysmex method (B)(6) 2024: hbsag <0.01 (reference range: <0.03 iu/ml), hbeag 5.04 (reference range: <1.0 coi), anti-hbe 78.83 (reference range: <50 inh%) positive. Roche method (B)(6)2024: hbsag 0.847 (reference range: <0.9 coi), anti-hbs 72.66 (reference range: <10 iu/l), hbeag 12.1 (reference range: <1 coi), anti-hbe 0.553 (reference range: >1 coi) positive, anti-hbc 0.011 (reference range: >1 coi). No gender, race, ethnicity patient information was available. No impact to patient management was reported.

Event description:
The account observed false negative architect hbsag result on a patient (48-year-old male) that tested hbv dna positive. On (B)(6) 2024, the patient tested architect hbsag negative (0.04, 0.04 iu/ml), autobio chemiluminescence platform negative, colloidal gold platform negative but hbv dna positive. The patient's test results provided: abbott method (B)(6) 2020 hbsag 7654.55 iu/ml reactive. Anti-hbs 0.40 miu/ml nonreactive hbeag 543.116 s/co reactive. Anti-hbe 29.94 s/co (>1.00 s/co) nonreactive anti-hbc 11.43 s/co reactive. Hbv dna 6.74×10^6 (reference range: <1000 iu/ml). Abbott method (B)(6) 2024, hbsag 0.04/0.04 iu/ml nonreactive, anti-hbs 36.64 miu/ml reactive, hbeag 14.84/14.258 s/co reactive, anti-hbe 1.05 s/co (>1.00 s/co) nonreactive, anti-hbc 7.1 s/co reactive, hbv dna 8.3×10^3 (reference range: <1000). Autobio method (B)(6) 2024: hbsag: negative, anti-hbs: positive, hbeag: positive, anti-hbe: positive, anti-hbc: positive. Sysmex method (B)(6) 2024: hbsag <0.01 (reference range: <0.03 iu/ml), hbeag 5.04 (reference range: <1.0 coi), anti-hbe 78.83 (reference range: <50 inh%) positive. Roche method (B)(6) 2024: hbsag 0.847 (reference range: <0.9 coi), anti-hbs 72.66 (reference range: <10 iu/l), hbeag 12.1 (reference range: <1 coi), anti-hbe 0.553 (reference range: >1 coi) positive, anti-hbc 0.011 (reference range: >1 coi). No gender, race, ethnicity patient information was available. No impact to patient management was reported.

Manufacturer narrative:
Correction to h6 medical device problem code. The initial report stated a090803, but this report has the correct code of a090810.

Manufacturer narrative:
E1 facility name exceeded character limit. Additional information for e1 is (formerly (B)(6) hospital). This report is being filed on an international product list 06c36, that has a similar us product distributed in the us, list 04p53. An evaluation is in process. A follow-up report will be provided when the evaluation is complete.

Event description:
The account observed false negative architect hbsag result on a patient (48-year-old male) that tested hbv dna positive. On (B)(6)2024, the patient tested architect hbsag negative (0.04, 0.04 iu/ml), autobio chemiluminescence platform negative, colloidal gold platform negative but hbv dna positive. The patient's test results provided: abbott method (B)(6)2020. Hbsag 7654.55 iu/ml reactive. Anti-hbs 0.40 miu/ml nonreactive. Hbeag 543.116 s/co reactive. Anti-hbe 29.94 s/co (>1.00 s/co) nonreactive. Anti-hbc 11.43 s/co reactive. Hbv dna 6.74×10^6 (reference range: <1000 iu/ml). Abbott method (B)(6)2024. Hbsag 0.04/0.04 iu/ml nonreactive. Anti-hbs 36.64 miu/ml reactive. Hbeag 14.84/14.258 s/co reactive. Anti-hbe 1.05 s/co (>1.00 s/co) nonreactive. Anti-hbc 7.1 s/co reactive. Hbv dna 8.3×10^3 (reference range: <1000). Autobio method (B)(6)2024: hbsag: negative. Anti-hbs: positive. Hbeag: positive. Anti-hbe: positive. Anti-hbc: positive. Sysmex method (B)(6)2024: hbsag <0.01 (reference range: <0.03 iu/ml). Hbeag 5.04 (reference range: <1.0 coi). Anti-hbe 78.83 (reference range: <50 inh%) positive. Roche method (B)(6)2024: hbsag 0.847 (reference range: <0.9 coi). Anti-hbs 72.66 (reference range: <10 iu/l). Hbeag 12.1 (reference range: <1 coi). Anti-hbe 0.553 (reference range: >1 coi) positive. Anti-hbc 0.011 (reference range: >1 coi). No gender, race, ethnicity patient information was available. No impact to patient management was reported.